Event description:
The information received indicated that the patient was admitted with a red foot (ischemic - infected) and underwent thrombolysis for the next 20 hours. Access through the left groin (cross-over technique) was made. The following day an angiographic image of the right leg revealed that the fem-pop bypass was completely open, but there was sub-optimal outflow and the physician decided to dilate the truncus tibialis perinealis to improve the outflow. A sleek rx pta catheter was inserted over the 0.014 (bsc) guidewire and the physician felt minimal resistance while inserting the balloon. At this time, the patient complained of a sharp pain in the back. The c-arm was moved cranially to view the aorta-iliac bifurcation. The observation was made that the sleek catheter had broken into 2 pieces at the transition point between the "over-the-wire" and the "rapid exchange" part: the distal part was located approximately 10 cm below the groin in the right leg, the proximal part was located inside the aorta. A "snare" was inserted twice to attempt to retrieve the proximal part of the catheter, the attempts were not successful. An abbott starclose closure device was used (over the terumo guidewire) - no bleeding was seen at the time of closure. Patient was still complaining of back pain and was given pain medication by the anesthesiologist. Patient was then transferred to the intensive care unit. A few hours later, the patient went into shock and the physician was called back to the patient (laparatomy had already been commenced by the general surgeon on duty). When opening up the retroperitoneal cavity, a bleeding was noticed at the level of the aorta-iliac bifurcation. An attempt was made to stop the bleeding through use of sutures and a clamp below the renal arteries. These attempts were not successful and the patient died. It was observed that the aorta had been perforated in several places (starting at the bifurcation up to the level of the renal arteries).

Manufacturer narrative:
The balloon catheter had probably kinked. The lesion was very calcified. There was limited vessel tortuosity. The lesion was not a chronic total occlusion (total occlusion >3 months). There were no anomalies noted on the product prior to use in the patient. The device was inserted through a regular sheath with hemostatic valve. Minimal resistance was met while advancing the device. Excessive torquing was not required. Minimal resistance was met while advancing the device over the guidewire. The product will be returned for evaluation. Continued: 0.014 boston scientific guidewire. 6f csi 11 or 12cm long. The complaint received states that during an interventional procedure the sleek balloon catheter had resistance/friction, kinked/bent and separated in the patient. The information received indicated that the patient was admitted with a red foot (ischemic - infected) and underwent thrombolysis for the next 20 hours. Access through the left groin (cross-over technique) was made. The following day an angiographic image of the right leg revealed that the fem-pop bypass was completely open, but there was sub-optimal outflow and the physician decided to dilate the truncus tibialis peronealis to improve the outflow. A sleek rx pta catheter was inserted over the 0.014 (bsc) guidewire and the physician felt minimal resistance while inserting the balloon. At this time, the patient complained of a sharp pain in the back. The c-arm was moved cranially to view the aorta-iliac bifurcation. The observation was made that the sleek catheter had broken into 2 pieces at the transition point between the "over-the-wire" and the "rapid exchange" part: the distal part was located approximately 10 cm below the groin in the right leg; the proximal part was located inside the aorta. A "snare" was inserted twice to attempt to retrieve the proximal part of the catheter , the attempts were not successful. The proximal portion of the catheter was retained within the patient. An abbott starclose closure device was used (over the terumo guidewire) - no bleeding was seen at the time of closure. Patient was still complaining of back pain and was given pain medication by the anesthesiologist. Patient was then transferred to the intensive care unit. A few hours later, the patient went into shock and the physician was called back to the patient (laporatomy had already been commenced by the general surgeon on duty). When opening up the retroperitoneal cavity, a bleeding was noticed at the level of the aorta-iliac bifurcation. An attempt was made to stop the bleeding through use of sutures and a clamp below the renal arteries. These attempts were not successful and the patient died. It was observed that the aorta had been perforated in several places (starting at the bifurcation up to the level of the renal arteries). The balloon catheter had probably kinked. The lesion was very calcified. There was limited vessel tortuosity. The lesion was not a chronic total occlusion (total occlusion >3 months). There were no anomalies noted on the product prior to use in the patient. The device was inserted through a regular sheath with hemostatic valve. Minimal resistance was met while advancing the device. Excessive torquing was not required. Minimal resistance was met while advancing the device over the guidewire. The product will be returned for evaluation. Per clearstream: as this was a critical complaint which resulted in patient harm it was deemed necessary to report this as a vigilance issue to the (B)(6) competent authorities. Upon receipt of this complaint the manufacturing documentation for the product is question was reviewed and no anomalies which may have resulted in the reported failure mode were identified. The returned product was examined by a member of our product development team. The results of this inspection are as follows: the product was returned in three pieces, the 1st break was approximately 54cm from the strain relief, and there were 6 kinks in the shaft most probably as a result of mis-handling during the procedure. The 2nd break was approximately 50mm distal to the second proximal marker band and the 3rd break was approximately 99 cm from the strain relief. The balloon section was not returned. There was a cast shape in the third break section, possibly caused during the maneuvering of the product around the arch. As this was a critical complaint the details were sent to a member of our clinical advisory panel for review. The complaint details, along with the procedural images and a sample of a sleek product were sent to our clinical expert. Upon reviewing the complaint details our clinical expert had a couple of questions which would assist him in his evaluation: what sheath length was used? Was the sheath deployed across the bifurcation in an antegrade direction? The reply received from cordis stated that the sheath length used was 11 or 12 cm and that this introducer was not long enough to position across the bifurcation in an antegrade position. This information was relayed onto our clinical expert. Once reviewing all information provided our clinical expert was of the opinion that the mechanism that operated in this case was that the soft over the wire flexible segment of the catheter tracked over the bifurcation but the transition segment wouldn't. The balloon catheter kinked forming a point. In the absence of a long sheath / guiding catheter, this point acted as a penetrating instrument. Fracture probably followed closely with continued forward traction. The forward vector forces pushed cranially up the aorta. The light 0.014' went with it hence the no feeling of resistance. Penetration of the aorta from the bifurcation to the renal arteries occurred as a result of attempted forward tracking. Attempts to forward track were only curtailed when the patient experienced pain with probably corresponded to the moment of wall rupture. The use of a long sheath / guiding catheter at the kink point would probably have lessened the possibility of kinking and, in the event of, might have offered greater initial resistance due to the tough synthetic plastic wall and alerted the operator as to kinking and the likelihood of possible fracturing. From this review and the product analysis, it was concluded that the most probable root cause of the reported failure mode was procedurally related and that the absence of a long sheath / guide catheter most probably resulted in the harm to the patient. It is stated in the sleek IFU "a guide catheter / sheath which is long enough to cover the rapid exchange port is used". The complaint received was investigated. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the reported information, product analysis and clinical expert assessment suggests that procedural factors, vessel composition and choice of devices may have contributed to the reported events, specifically the lack of long sheath / guide catheter to support the balloon catheter at the re (rapid exchange) port. Please note that this report is associated with manufacturing report number 9616099-2011-00184, previously submitted. After an internal review of our current quality agreements with our external manufacturing partners it was determined that (B)(4) is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.